Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's circumflex artery. Upon the initial inflation attempt, the delivery balloon burst leaving the stent unexpanded in the vessel. The delivery system was withdrawn from the pt without complication and a mechanical snare was used to successfully retrieve the stent. A second coronary stent with delivery system was used to successfully place a stent at the target lesion site. There were no clinical sequelae reported relative to the event.